Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on (B)(6) 2025. The date of the event is an approximation. Around (B)(6) 2025, the patient was presented to the hospital with symptoms including vomiting, dehydration, and nausea, which began on the same day the dexcom sensor was inserted (sensor site not specified). At the hospital, bg reading was approximately 340 mg/dl, while the mobile device linked to the dexcom sensor displayed a significantly lower reading of approximately 225 mg/dl. The patient was treated with a 10-unit insulin injection and discharged the same day. At the time of the report, the patient was reported to be fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.